Manufacturer narrative:
Model number/catalog number: sc-2158-50. Serial number: (B)(4). Batch/lot number: 19238992/19238992. Model/catalog description: linear lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had lost therapy. The patient underwent an explant procedure.

Event description:
A report was received that the patient had lost therapy. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection shortly after being implanted and had the scs removed. No further information could be obtained. Model number/catalog number: sc-2158-50, serial number: (B)(4), batch/lot number: 19238992 / 19238992, model/catalog description: linear lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.